Event description:
It was reported that the patient presented in-clinic as upon review of remote transmission it was noted that the right-atrial (ra) lead exhibited unknown malfunction and was confirmed to be dislodged via x-ray imaging. The implantable cardioverter defibrillator (ICD) was found to be migrated within the pocket as well. As a resolution the ra lead was explanted, replaced and the ICD was repositioned. The patient condition was stable.